Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.50/+1.0/080 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional data: product evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).